Event description:
A nursing manager reported that during the hydrodissection step of a cataract with iol (intraocular lens) implant procedure, the surgeon squeezed the syringe, and nothing came through the tip; at that point, the cannula came off the syringe and projected into the posterior capsule. It was then necessary for the surgeon to perform an anterior vitrectomy, and the iol was albe to be inserted into place. The patient was reported to be doing well. It was noted that the scrub nurse from whom the 30 gauge cannula was received was somewhat inexperienced, and when the surgeon requested a new cannula, the scrub nurse may have handed him a reused one, as there have been reuses of these products at this facility. In addition, the surgeon wasn't certain that the scrub nurse had properly tightened the syringe to the hydrodissector cannula, and did not test the syringe to make sure that fluid was passing through.

Manufacturer narrative:
A sample has been received and evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).